Event description:
It was reported that a 2.5mm coupler came apart. No further details are available.

Manufacturer narrative:
The coupler device involved in the incident was not returned for eval, and therefore functional testing could not be performed. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process. Same reporter as the following MFR report numbers, but separate events: 2183620-2012-00008 and 2183620-2012-00045.